Event description:
It was reported that the device was explanted due to inappropriate therapy. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of inappropriate therapy was not reproduced in the laboratory. The device was tested on the bench and all device functions were normal.